Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch generated a leak during patient use. As per the report, during the outpatient's chemotherapy infusion, the intravenous tubing filter was found to be leaking chemotherapy onto the patient's hands. The patient's skin was cleaned according to biohazard policy. The line was changed to regular tubing with an add-on filter attached to the end. Chemotherapy infusion was completed without further issues. There was patient involvement and no patient harm.